Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00066).

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on (B)(6) 2021. Flow rate testing confirmed that the flow rate deviation was -2.25%. The flow rate accuracy was within the +/-5% specification. The reported flow rate issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "pump 701513 had an under infusion. Pump programmed 184 ml at 4ml/hr. 8 ml remaining." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed.